Manufacturer narrative:
The patient interface (pi) suction ring may lose suction during a procedure. Label copy states corneal fixation vacuum loss can occur. There are several factors that may contribute to suction issues such as doctor's technique in applying the suction ring to the cornea, doctor's technique in squeezing the pi clip to secure the suction ring to the pi cone and patient anatomy affecting the interface between the patient's cornea and the suction ring. The abbott field service specialist (fss) checked the chair that was used and found it was moving with joystick still at home position. Fss calibrated joystick per procedure and verified no movement. The issue was resolved and equipment meet all abbott specifications. All pertinent information available to abbott medical optics has been submitted.

Event description:
The customer reported suction loss while laser was firing. There was no patient injury reported and no patient treatments delayed or cancelled.